Event description:
The facility reported a flo-gard infusion pump with a malfunction of no prende "does not turn on." The event was reported to have occurred after delivery in biomed services. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Baxter quality engineering determined the problem to be a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of "will not turn on" was confirmed and reproduced during product evaluation. The root cause was a deeply discharged main battery. The main batteries were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries were replaced. A follow-up report will be filed if any additional details become available.